Event description:
As reported by the user facility: serial number (B)(4)-pump was infusing primary bag of 250cc sodium chloride with a secondary of chemo- etoposide running at 500 ml/hr to infuse over 30 minutes. At 55 minutes infusing it still had chemo left (customer did not know the exact amount left). No patient injury. Reference MFR report 9610825-2013-00369.